Event description:
It was reported that the closure device was released from the core wire early. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The closure device was deployed in the laa, but there was a shoulder still present. The physician partially recaptured the device to make another attempt at redeploying in the proper position. After the device was partially recaptured the physician was manipulating the system and it was noted that the device had come unattached from the core wire. First the physician tried to rethread the core wire into the devices threaded insert with no success. Then, the wds was removed out of the was, they then tried two different snares through the was to snare the device all the way back into the was with no success. Ultimately, they accidentally pushed the device out while using one of the snares and the device landed directly into the laa. Another physician was consulted, and they decided the device would be unlikely to be snared out of the laa without causing damage or greater risk of embolization. The devices position was fair, compression was 5-10%, and there were no leaks. The patient never decompensated during procedure and there were no other reported complications. The patient has another transesophageal echocardiogram planned in another few weeks.